Event description:
Event description guidant received information that this chronic right atrial (ra) pace/sense lead was demonstrating a variable pacing impedance (from 700 to >2500 ohms) and was thus explanted. It was further reported that the physician elected to prophylactically explant the patient's implantable cardioverter defibrillator (ICD) in response to a physician advisory issued for this model/serial device. The caller inquired about applicable warranty for replacement of the device.